Event description:
It was reported that the patient developed an infection and presented in clinic. The patient experienced pain and the incision site was red. The pulse generator was explanted and replaced. The patient was fine after the procedure and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).